Event description:
User facility reported patient with ulcers in the throat after procedure. Facility operates two units and it is unknown which unit was involved with incident. Both units are included in this report. Chemistry used in aer units unknown.

Manufacturer narrative:
Limited information is available to the manufacturer. Mediators has attempted to contact facility on numerous occasions and facility representative refused to speak or there has been no answer or voicemail option. Mediators did, however, dispatch a field service engineer to the facility to check over the units. It is unknown which chemistry but suspected to be either rapicide or rapicide opa-28 based on the aer model (dsd-201). The facility has two aer units on site and it is also unknown which of these two units was involved in incident. Information concerning the patient is unavailable and only ulcerations within the throat were reported. The manufacturing dates of the two units are 11/08/2004 and 11/02/2005. These units are 8-9 years old. A review of the service history indicates the facility is responsible for their own maintenance of the machines with occasional servicing by a mediators representative. There is no record preventative maintenance has been completed since 2009 when two pm kits were purchased on a sales order and shipped. No install was completed by mediators. In response to this incident, facility requested servicing from mediators. A field service engineer was dispatched and verified the functioning status of the units. It appears the units had the correct programs set. It was notice one unit had a leaking component and the other unit was missing a basin sensor. Fse corrected issue and replaced parts. In addition, fse did notice the hookups were being connected incorrectly which may have cause inadequate rinsing of the scopes. Inadequate rinsing of endoscopes may have led to the ulcerations in the throat, as reported. It is suspected this was incident was caused by user error and incorrect connection of endoscope and aer unit. An in-service has been schedule with a clinical specialist. If additional information is received concerning this incident, mediators will review and determine if further action is necessary and/or if a supplemental report is required. This incident will continue to be monitored.